Manufacturer narrative:
Litigation papers allege that the patient suffered severe pain, excessive levels of chromium and cobalt in her blood and injuries as a result of implantation of the depuy asr hip implant. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address hematoma and pain. The asr cup an head were replaced for fear of metal-on metal reaction.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Per the reporting, pt's x-rays are not available for exam. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause,the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.